Event description:
It was reported that the programmer was unable to interrogate devices. The programmer displayed an error message. Another programmer was used. Technical services recommended that the 2090 service diskette be run, and if the error message does not clear, the programmer should be sent in for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.